Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a video was provided by the customer for evaluation. The video displayed the suspect lens being implanted into the patient's eye. The lens can be observed to be torn, and removed from the patient's eye. The suspect handpiece was shown briefly in the video; however, due to the video quality no issues could be identified with the handpiece. No further evaluation could be performed, because the device was not received. The complaint issue "iol torn" was identified during video/photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified during photograph evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the preloaded intraocular lens (iol), resistance slightly above normal was noted during its progression. It was observed that when the lens was removed from the injector, a large portion was amputated/torn. Through follow-up, we learned that there was no patient contact with the device. No further information was provided.